Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent no functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive and the acoustic isolator was torn. All internal wires were found to be disconnected at the mid housing level. The transducer assy. Was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assy. Until the internal wires got disconnected. This caused and open circuit condition which resulted in a ¿replace handpiece¿ screen. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. No conclusion could be reached as to what caused this issue.

Event description:
It was reported that prior to an unknown procedure when the nurse connected the hand piece to the harmonic ace36e turned over itself and it was impossible to lock the unit to the hand piece. When the nurse did test to the hand piece, the gen11 wrote that there is a problem in the connection of the hand piece and the harmonic ace36e.